Event description:
Additional information was received that 7 days following the implant of the valve, the patient died. The cause of death was not provided.

Manufacturer narrative:
Updated data: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [tav e vfxplus-29] product ID [evfxplus-29] serial/lot [(B)(6)] use by date [2026-05-27] UDI [(B)(4)]. B2. B5. H1. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died of stroke approximately three days after the valve implant procedure.

Manufacturer narrative:
Updated fields: b2 (date of death) b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012280004); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012275351); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The valve was deployed successfully. Moderate paravalvular leak (pvl) was observed on root shot angiography, which was unusual given then optimal deployment depth at 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). A post-dilation was performed however the pvl was unchanged. Echocardiogram was performed to see if leaflet motion was compromised. The team came to the conclusion that the leaflet was either damaged due to calcium or immobile, therefore the team decided to implant a second valve. While positioning, the second valve interacted with the first valve causing the first valve to dislodge ventricularly, to an implant depth of 20mm on both the ncc and lcc. The second valve had not been deployed and was removed.  The first valve was snared out of the root and secured in the ascending aorta. The second valve was then implanted in the aortic position, with proper depth and mild-moderate pvl. The patient was hemodynamically stable with improved diastolic pressure, no conduction disturbances and a gradient below 5mmhg. The following day, the patient had imaging of the brain which showed the presence of a stroke. Per the physician, the patient's tortuous and calcified anatomy contributed to the event. No procedural delay occurred. No additional adverse patient effects were reported.